Manufacturer narrative:
The analysis did show that the back cap button on handpiece cover is missing. Functional problems or dents on the product was not found. The final root cause cannot be identified, because the back cap button is missing. Factor that may contribute to the back cap becoming loose are excessive handling of the product, wear, etc. The product was more than 10 year in use. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within spec.

Event description:
During a standard dental treatment the back cap of a handpiece came off and was swallowed by a pt. No medical care was given to pt. (B)(6) (dentist assistant) said pt was fine.